Event description:
Customer reported that he has received multiple motor error alarms during bolus and prime. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Customer has not received a motor error for about 6 months. Customer also stated the insulin pump alarmed unexpected restart. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the self test and the reset error test, rewind, basic occlusion test and the displacement test. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No reset error alarm, motor error alarm, or excessive no delivery alarm was noted. The motor passed the motor test. The insulin pump had a cracked display window, cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.